Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between january 6-8, 2025. H11: the actual device was received for evaluation. A visual inspection of the sample showed fluid inside the housing. A functional leak testing was performed by filling their bladder with green color water to the nominal volume. Immediately after fill, very slow leak was observed coming out at one side of the bladder crimp, inside the housing. The reported condition was verified. The cause of the condition could not be determined; however, may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The issue was further described as, "a leakage inside the bottle and the bag". This occurred during compounding. There was no patient involvement. No additional information is available.